Event description:
Invalid result(s). Called in because he purchased 2 flowflex kits with invalid results. Only the t line appeared. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kits were purchased at target. He threw one of the test cassettes away. Picture provided for 1 out of the 2 test cassettes.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Manufacturer narrative:
Case outcome: refer to cpus250909 form b investigation report (previous investigation for the same issue). The test results of retention samples from cov5029004 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Called in because he purchased 2 flowflex kits with invalid results. Only the t line appeared. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. The kits were purchased at target. He threw one of the test cassettes away. Picture provided for 1 out of the 2 test cassettes.